Event description:
Dr went to remove the flushing syringe from the "alaris" interlink system which was attached to the grey hubs/connectors on the PICC. She stabilized the grey hubs with her finger, twisted the syringe to remove it but the catheter broke off approx 2 cm from the grey connectors. This meant that there was no blue catheter evident from the exit/entry point on the arm.